Event description:
It was reported the device was at elective replacement indicator (eri) and it did not reach the longevity estimate. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 419688 implantable pacing lead (B)(6) 2011; 407652 implantable pacing lead (B)(6) 2005. (B)(4).